Event description:
It was reported that the patient's controller was broken; it wasn't turning on anymore (even after troubleshooting). The screen was blank and it didn't show the patient anything on the display; it was off all the time. A replacement device was requested. Additional information received from the patient. It was reported that the patient received a new controller for the implantable neu rostimulator (ins) but it had the same problem as their other device; they couldn't see anything on the screen so they didn't know if it was on or not. They put two aa batteries in the handset to see if there was a defect in the screen; with aa batteries the device could be started. The issue was with the controller battery. The patient was sent a recharger and a battery and it still didn't work. The controller was defective. They said they knew the remote was faulty because they couldn't see anything on the screen. The patient requested another remote. The patient's hospital did try something over the phone (the patient didn't say exactly what). The controller screen was black. They could charge the device by using the power supply and the device showed a green light, but the screen stayed black. When connecting the recharger to charge the ins, the screen stayed black. Additional information received from the manufacturer representative reported that the patient controller wouldn't turn back on anymore and corrective maintenance/repair was required.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the controller, model 97745 , s/n (B)(6), revealed the complaint was unable to be verified; the device passed incoming inspection. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.